Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the controller error (opm comm crc error ¿ event set 1045) was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella controller (aic) failure alarm occurred during patient care. There was no adverse impact to the patient. The instructions for use was followed, and the backup controller was used.